Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side/migration of essure device location of device: right side'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 46-year-old female patient who had essure (batch no. A69941,b59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in (B)(6) 2013 and cyst in (B)(6) 2013. Previously administered products included for heavy bleeding: iud nos from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ right side") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (ablation and unilateral salpingectomy). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, fatigue and migraine outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Malposition of essure device. Migration of essure device. Lot number: a69941 manufacture date:2012-11 expiration date: 2015-11. Lot number: b59457 manufacture date:2013-07-29 expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side/migration of essure device location of device: right side'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. A69941,b59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in (B)(6) 2013 and cyst in (B)(6) 2013. Previously administered products included for heavy bleeding: iud nos from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain/ right side"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (ablation and unilateral salpingectomy). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, fatigue and migraine outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Malposition of essure device. Migration of essure device. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received- lot number were added. New events abnormal bleeding (menorrhagia), malposition of essure device location of device: right side, lower abdominal pain, fatigue, migraines, headaches were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, lab data, historical drug and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.